Manufacturer narrative:
Pt information not provided by reporter. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Dermatologist reported (B)(6) female experienced contact dermatitis (redness, mild edema and itching) following use of IV dressing on (B)(6) 2014. Tegaderm 1614 dressing covered the site. Reported redness in shape of a picture frame occurred under border portion of dressing and not the film. Reported treatment with rx triamcinolone cream. Reported skin reaction resolved. Requested product msds sheet.